Manufacturer narrative:
On (B)(6) 2015, the customer reported that the load and unload pedals of the multi -function foot switch (mffs) of their philips ingenuity core 128 slice CT system were sticking engaged. The customer confirmed that this occurred intermittently while loading a patient for a procedure. The customer confirmed that the issue did not result in harm to a patient, operator, or bystander. A philips clinical applications specialist (cas) evaluated the system and confirmed the reported issue. The cas reported that the continued motion after the load and unload pedals were released could be halted by activating the tape switch. The cas evaluated the mffs and determined that the pedals were intermittently sticking due to the way the cables were routed within the mffs. The cas reported that the customer stopped using the mffs to position the patient support and instead used the controls on the gantry. A philips field service engineer (fse) attended the site and rerouted the mffs cables to reduce their thickness and resolve the intermittent sticking of the load and unload pedals. No parts were replaced and the fse did not provide system error log files for further analysis. As no failed parts or system error logs were provided for analysis, CT engineering was unable to determine the root cause of this malfunction. The fse determined the issue to be caused by the routing of the mffs cables causing them to be too thick and intermittently stick when the load and unload pedals were engaged. This reported event was determined by CT engineering to have an acceptable risk. (B)(4). IFU instructions for watching the patient during motion - ingenuity CT - instructions for use. Warning: watch the patient at all times during all table movements (vertical and horizontal) to ensure safety of the patient and avoid collision between the patient and gantry. Multiple design mitigations are implemented to avoid this hazard of moving parts. However, in the unexpected event that the system does not detect a condition of uncommanded motion, the operator is instructed to observe the patient during motorized motion and is able to terminate motion using the emergency stop.

Event description:
The customer reported that the load and unload pedals on the multi-function footswitch (mffs) were sticking. A philips clinical applications specialist (cas) confirmed that there was no harm to a patient, operator or bystander. There was no report of uncommanded motion. The cas stepped on the pedals to release them. A philips customer support team leader (cstl) reported that the cables inside the footswitch assembly were causing the pedals to become stuck. The cables were rerouted inside the footswitch assembly to resolve the issue.